Manufacturer narrative:
The customer reported that the loaner central nurses station (cns) unit is receiving error message "(B)(4) application error caught drft 271" every 15 minutes and will reboot whenever the customer presses ok or cancel. The loaner unit was sent back to nihon kohden to be evaluated. The unit was tested per the service manual and the results were reported on the maintenance check sheet. The unit completed 2 hours of extended testing and operates to the manufacturer's specifications. The loaner was tested and the issue could not be duplicated.

Manufacturer narrative:
The customer reported that the loaner central nurses station (cns) unit is receiving error message "cns6201.exe application error caught drift 271" every 15 minutes and will reboot whenever the customer presses ok or cancel. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the loaner central nurses station (cns) unit is receiving error message "cns6201.exe application error caught drift 271" every 15 minutes and will reboot whenever the customer presses ok or cancel.